Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "power cord came apart at the seam on the part where the prongs are that goes into the wall socket, when the student nurse was unplugging from the wall it gave her a shock and it came apart exposing the wires."